Manufacturer narrative:
G4: 12jun2020, b4: 16jun2020. The manufacturer's international service technician performed troubleshooting and was unable to duplicate the reported issue. No device anomalies were noted. The customer requested the unit be returned without any further repair action. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 05jun2020.

Event description:
It was reported that when the customer attempted to put the unit into standby, the unit declared a "pressure regulation high" alarm. The unit would not go into standby. There was no patient involvement.